Event description:
Caller reported multiple malfunctions with their insulin pump, including a current malfunction and two previous ones. The specific fault ID could not be confirmed as the issue had occurred on a previous date. There was no available information on the impact on the customer's blood glucose levels. Customer technical support (cts) decided to replace the pump. The customer will use multiple daily injections (mdi) as a backup.